Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss due to wear and tear at the bend of the cylinders when flaccid. The device was also damaged upon explant. The ipp was explanted and replaced. There were no patient complications reported.